Event description:
It was reported that during a right hemicolectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 11/19/2024. D4 batch # 929c10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and the swing tab was noted to be broken, making the reload nonfunctional. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. The device was tested for functionality with a test reload and it fired without any difficulties noted, however, the staple line at the distal end showed that two staples were malformed, this condition does not create a fluid path. The event reported was confirmed and it is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 929c10, and no non-conformances were identified.